Event description:
On (B)(6) 2018, the subject device was implanted. After a while, both atrial and ventricular capture loss were detected, with normal sensing and impedance. X-ray images were normal. A re-intervention was performed on the same day, and the connection to the leads were ok. Good values of impedance, sensing and threshold were measured with a pacing system analyser. The physician decided to replace the device. Good measurements were obtained with the new device.

Event description:
On (B)(6) 2018, the subject device was implanted. After a while, both atrial and ventricular capture loss were detected, with normal sensing and impedance. X-ray images were normal. A re-intervention was performed on the same day, and the connection to the leads were ok. Good values of impedance, sensing and threshold were measured with a pacing system analyser. The physician decided to replace the device. Good measurements were obtained with the new device.

Event description:
On (B)(6) 2018, the subject device was implanted. After a while, both atrial and ventricular capture loss were detected, with normal sensing and impedance. X-ray images were normal. A re-intervention was performed on the same day, and the connection to the leads were ok. Good values of impedance, sensing and threshold were measured with a pacing system analyser. The physician decided to replace the device. Good measurements were obtained with the new device.

Manufacturer narrative:
The preliminary analysis revealed no issue with the subject device. The most likely root-cause of the capture failure is a lead dislodgement or a physiological reaction.